Event description:
The customer reported having large size of air bubbles in the reservoir. The caller stated that the p-cap connection was getting loose while wearing the insulin pump. The customer called back and stated that he noticed insulin was leaking at the p-cap connection. He saw that the connecting portion where the reservoir septum was lifting up slightly and it looks like damaged or loose. No further information was provided.

Manufacturer narrative:
Evaluated three random sealed reservoirs. Inspected reservoirs o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test as follows: reservoirs filled with diluents and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Results: the reservoir did not leak and air bubbles noted. Also, inspected the snap-cap for anomalies, none was found. The snap cap connected/released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.